Event description:
It was reported that a catheter was removed with the coil protruding from the distal tip. The patient was undergoing a splenic artery embolization treatment procedure. A 15mm x 40cm interlock-35 coil was selected and advanced into an imager ii catheter. Approximately 5cm of the coil was deployed when the physician decided to reposition it. However, resistance was encountered and the coil could not be withdrawn through the catheter. The coil and catheter were removed together. A small portion of the coil was protruding from the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an introducer sheath, a coil and an rhv were returned for analysis. No damage was noted when the introducer sheath and the rhv were inspected. The coil was inspected and found to be kinked. A microscopic inspection was performed. The coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter was removed with the coil protruding from the distal tip. The patient was undergoing a splenic artery embolization treatment procedure. A 15mm x 40cm interlock¿-35 coil was selected and advanced into an imager ii catheter. Continuous flushing was performed during the procedure. Approximately 5cm of the coil was deployed when the physician decided to reposition it. However, resistance was encountered and the coil could not be withdrawn through the catheter. The coil and catheter were removed together. A small portion of the coil was protruding from the tip of the catheter. It was further reported that the target lesion was moderately tortuous until the position chosen for embolization. After that, the anatomy of the splenic artery became severely tortuous. The imager c2 5f with an inner diameter of 0.035in was used in the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is stable.